Event description:
The customer initially reported that the instrument broke during surgery. When questioned the customer reported that during a supracervical hysterectomy, the tenaculum grasper broke. The single toothed jaws were left hanging from the connection to the shaft of the instrument. An x-ray was taken and read by the radiologist who confirmed that there were no parts of the instrument left in the patient. There was no patient injury.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.